Manufacturer narrative:
(B)(4). Date sent: 04/13/2023. D4: batch # 920a66. Investigation summary: the product was returned to cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired and the left side partially fired. Upon evaluation of the reload, the reload body and one-piece sled were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one-piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number 920a66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2023. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the first, second, and third photo shows a tissue with a staple line slightly bleeding supported by a surgical instrument, also was observed the closed jaws with one gold reload loaded. The fourth photo shows a tissue with clips. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number x95z2n, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished plee60a with lot number x95z2n, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the second firing the staples deployed only on the specimen side and not on the patient side. A new device and reload were used to fire more on the proximal side and the case was completed with no patient consequences.